Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported 319 error was confirmed and replicated. Lighthouse logs were unable to verify the reported complaint. Upon visual inspection, no issues were found that could be related to the complaint. After installation on sftp, the unit failed node check with a 319 (system_err_node_not_present_startup) error. The mcmbl and mcmbd1 pcas underwent aba testing and were identified as the source of the 319 fault. Additionally, a failure was observed during the slow gravity balance test post sine cycle for wrist pitch (axis 5), characterized by ripple_torq_max. After further investigation, failure analysis concluded that the mcmbl and mcmbd1 pcas were the root cause of the reported event.

Event description:
It was reported that the customer experienced repeated 319 faults on the system. The technical support engineer (tse) reviewed the logs and confirmed the presence of 319 faults. The tse instructed the customer to disconnect the faulting surgeon side console (ssc). After disconnection, the system came up normally. However, when the surgeon reconnected the faulting console, the 319 fault reappeared. The site decided to proceed with using only one ssc.the customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a communication issue in the master tool manipulator (mtm), specifically with the mcmbl and mcmbd boards. This issue may be resolved by fse service of the system to replace the mtm.